Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient during a stent placement procedure on (B)(6) 2012. According to the complainant, during the procedure, a rung on the end of the stent popped free as the delivery system was being removed post deployment. Subsequently, the physician was able to bend the protruding part of the stent back into position and complete the procedure with this device. There were no patient complications as a result of this event. The patient's condition post procedure was reported to be fine.

Manufacturer narrative:
Patient is over 18 years old. (B)(4) - the reported issue of stent damaged. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.